Event description:
It was reported the extension would not go into the header of the device. A different device was implanted. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.